Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and returned to boston scientific for analysis. There were no reported allegations or adverse patient effects.